Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose was unknown. Customer reported the drive support cap appears normal. The insulin pump has not been exposed to high magnetic field. Customer did not report an motor position encoder error. The insulin pump alarm history contains neither an motor position encoder error alarm nor more than one motor error alarm within the last 30 days. The customer was advised that insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. Recommended customer refer to back up plan, per healthcare professional instructions. The insulin pump will be returned for analysis.